Event description:
Procedure performed: bilateral inguinal hernia repair. Event description: as a usual tep step, surgeon insert dissecting balloon into extraperitoneal space but balloon inflate downward instead of horizontally, pressing unto peritoneal and also causes bleeding. After dissecting balloon was inserted into extra peritoneal space, with the stopcock facing up, surgeon started to inflate the balloon bulb, after 15 pumps, surgeon noticed that balloon is inflated downward and when surgeon pump further, the pressure causes a lot of unusual bleeding. Product was removed, surgeon arrested the bleed. Mdt spacer was used instead. There were no other instruments used when the complaint event occurred. Product not available for return as it was discarded by the hospital. Additional information was received via email on 23jan2024 from applied medical representative: "no adverse patient event was reported, and no blood transfusion was needed." Additional information was received via email on 31jan2024 from applied medical representative: the surgeon inserted the dissecting balloon into the extraperitoneal space per the instruction guide. To clarify the meaning of "downward" vs "horizontal" in their previous description the customer stated that instead of opening laterally, the balloon opened posteriorly. It was not mentioned where the surgeon noticed the bleeding. The surgeon did attempt to hold the balloon against the walls of the space to stop the bleeding. The product code of the competitive device the surgeon used after the kii dissecting ballon was the mdt balloon spacer. Intervention: product was removed, surgeon arrested the bleed. Mdt spacer was used instead. Patient status: no adverse patient event was reported, and no blood transfusion was needed.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: bilateral inguinal hernia repair. Event description: as a usual tep step, surgeon insert dissecting balloon into extraperitoneal space but balloon inflate downward instead of horizontally, pressing unto peritoneal and also causes bleeding. After dissecting balloon was inserted into extra peritoneal space, with the stopcock facing up, surgeon started to inflate the balloon bulb, after 15 pumps, surgeon noticed that balloon is inflated downward and when surgeon pump further, the pressure causes a lot of unusual bleeding. Product was removed, surgeon arrested the bleed. Mdt spacer was used instead. There were no other instruments used when the complaint event occurred. Product not available for return as it was discarded by the hospital additional information was received via email on 23jan2024 from applied medical representative: "no adverse patient event was reported, and no blood transfusion was needed." Additional information was received via email on 31jan2024 from applied medical representative: the surgeon inserted the dissecting balloon into the extraperitoneal space per the instruction guide. To clarify the meaning of "downward" vs "horizontal" in their previous description the customer stated that instead of opening laterally, the balloon opened posteriorly. It was not mentioned where the surgeon noticed the bleeding. The surgeon did attempt to hold the balloon against the walls of the space to stop the bleeding. The product code of the competitive device the surgeon used after the kii dissecting balloon was the mdt balloon spacer. Intervention: product was removed, surgeon arrested the bleed. Mdt spacer was used instead. Patient status: no adverse patient event was reported, and no blood transfusion was needed.